Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarm or delivery anomaly was noted during testing. The detailed trace analysis confirmed the low battery alarms were triggered when the backup battery loaded voltage was less than 3.5 volts due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. The pump was received with a scratched case, a peeling serial number label, a fading serial number label, a cracked case behind the pump near the battery compartment, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of delivery anomaly and low battery alert. The customer's blood glucose reading was unknown. The customer stated that the batteries had to be changed 2 times in 3 days. The insulin pump was returned for analysis.